Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the issue that the unit has a blank screen. The unit was triaged and the reported condition was confirmed. This was determined to be due to liquid ingress. This may be due to a cleaning procedure issue by the customer. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/30/2017.

Event description:
The customer states that the device has a blank screen.